Manufacturer narrative:
Information was received via published literature. Please reference the attached literature, "outcomes after shoulder replacement: comparison between reverse and anatomic total shoulder arthroplasty¿. The article was written by tuyen k. Kiet, brian t. Feeley, micah naimark, tatiana gajiu, sarah l. Hall, teddy t. Chung and c. Benjamin ma. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that one patient experienced a rotator cuff tear following shoulder arthroplasty. It is unknown whether this event was device-related.